Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the implant was helping his pain in his head, but the implant is placed on his back and he has a problem with that because he cannot sleep on his back due to where the ins is placed. The patient stated the implant worked well and helps his pain for his head which is what it is supposed to do. The patient also reported poor communication on the programmer. The patient stated he needed an MRI of his knee. When the patient attempted to sync the programmer and ins, the poor communication message displayed. The patient said his implant was maybe low and that was the reason it was not connecting. The patient stated he would charge the implant and call back for assistance. The patient called back to get help with putting the device into MRI mode to determine eligibility. The patient confirmed he recharged the device. The programmer was able to communicate with the ins and confirmed that MRI eligibility cannot be determined. The patient got a triangle with an exclamation mark and an open book with an I. The patient then got the model and serial number followed by (B)(4). It was reviewed that eligibility cannot be determined and the clinician should call to speak with a member of technical services. No further complications were reported.